Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The software and hardware, the fluoroscopy and the earth continuity systems were checked. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not power up correctly. No patient injury was reported.